Event description:
Patient presented to the clinic after feeling the patient notifier. Interrogation showed high lead impedance. X-ray was taken, but the results were inconclusive. It was noted that the lead impedance had rapidly increased. It was suspected that the problem was with the device setscrew. The case was clinically resolved by retightening the setscrews.

Manufacturer narrative:
Na